Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is b94874. (B)(4). This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2014. This is a list of my side effects and symptoms that I have experienced due to essure. Pain on right side near coil placement. Nausea, memory issues, heavy and long periods, pain in legs and joints, twitching in right hand, dizziness, headaches, insomnia, fatigue, night sweats/hot flashes, vaginal discharge, severe mood swings, sudden weight loss, nickel allergy after procedure, worsening depression and anxiety. I will be seeing a doctor on (B)(6) 2015. The device is still inside of me.